Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). No further information is available at this time. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the variolock clamp of an s5 system experienced an issue during a procedure. No further information is available at this time. There was no report of patient injury.